Event description:
It was reported that the foley catheter balloon was damaged with a scratch larger than a pinhole after placement. Before placement, it seems to be pre-tested in this facility, and sales rep explained that it could cause damage. Recently, there have been four cases of balloon breakage and spontaneous extrication. As per information mentioned in the internal bd comments on 12oct2023, stated that there had been four cases of balloons breaking or being removed spontaneously. The defective items were discarded and only one item was kept.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found that there was no allegation against product. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter balloon was damaged with a scratch larger than a pinhole after placement. Before placement, it seems to be pre-tested in this facility, and sales rep explained that it could cause damage. Recently, there have been four cases of balloon breakage and spontaneous extrication. As per information mentioned in the internal bd comments on 12oct2023, stated that there had been four cases of balloons breaking or being removed spontaneously. The defective items were discarded and only one item was kept.